Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 09/12/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 08/21/2013 with the following findings: during investigation, the pump¿s black box history was reviewed and showed multiple consecutive call service alarms. The pump powered on with a blank display and audible tones. The pump was opened and no visible defect was found to the printed circuit board. Unrelated to the display issue, evaluation revealed an issue with a general component on the printed circuit board and the processor could not be loaded. Further testing could not be completed due to the component failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.